Manufacturer narrative:
The initial inspection indicates that the pre-repair temperatures at 30 seconds of operation were: nose- 27 degrees c middle- 30.4 degrees c rear- 75.4 degrees c the analysis is not yet completed at this time.

Event description:
It was reported that a handpiece overheated. There was no patient impact.

Manufacturer narrative:
The product analysis found that the bearings and internal parts were worn and required extensive cleaning and/or replacement.